Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
A sales representative reported via phone that an ar-1547bc-cp fdl implant system had an issue during a fdl transfer procedure. When the surgeon went to put in the screw and turned it clockwise, the screw was delaminating and disintegrating upon insertion, and broke. There was biocomposite debris produced inside the patient, the broken screw and all fragments were removed from the patient. Another ar-1547bc-cp fdl implant system with a different lot number, 15332204, was used to complete the procedure successfully; there was no harm to the patient. The complaint device was discarded, but a picture was taken. There was a 2-minute case delay, and it could not be confirmed if additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.